Manufacturer narrative:
Analysis summary: review of available logs revealed that the home monitor associated with the ulys defibrillator of the patient (s/n (B)(6)) sent check alert everyday at 22h30 and was properly working. It was confirmed that following the shock delivered on the night of (B)(6) 2025, the patient attended hospital approximately 10 hours later, the morning of (B)(6) 2025. The patient did not attend the regular follow-up clinic. At the end of the follow-up clinic, the device memory was reset, which also reset the shock alarm. As the alarm was no longer stored in the memory during the check alarm of (B)(6) at 22h30, one day after the shock (due to the reset that occurred earlier during the in-clinic follow-up), no alarm was sent by the remote monitoring system (rms). It explains the reason of the absence in the rms report dated (B)(6) 2025. The device worked as per specifications and no general malfunction is suspected on the subject home monitor and the smartview remote monitoring website. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient with implant ulys s.n (B)(6) has received a shock during the night of the (B)(6) 2025. On the rms report, the alert was not observed.